Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a faulty reservoir set. The customer's blood glucose reading was 8.0 mmol/l. He customer stated that they have been having issues with air bubbles in the reservoir. The customer stated that the air bubbles are the size of champagne bubbles. The customer was advised that rewinding with a reservoir in place with create air bubbles. The customer was advised to monitor and call back if the problems persist. The customer will be sent replacement reservoirs.